Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. It was reported that in april the patient had an allergic reaction to bupivacaine and "since then everything went downhill". Per the reporter, the patient¿s back collapsed, is laying on the patient¿s sciatic nerve, the patient lost 100% and now the pump was moving around. The reporter stated they are worried the pump is going to come loose and pull the catheter out and the reporter wanted to know if that is possible. Per the reporter they have tried to get a hold of the healthcare provider but have been unsuccessful.